Event description:
Customer reported the vertical lift is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. System operates as intended.